Manufacturer narrative:
The t:slim g4 cartridge user guide indicates that humalog has been tested up to 48 hours. Replace the cartridge every 48 hours if using humalog. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized after experiencing elevated blood glucose (bg) levels up to 370 (mg/dl) and ketones. Customer was removed from pump therapy and treated with lantus while hospitalized. During system check with tandem technical support, it was noted that the cartridge uses humalog and is changed every 3 days. The customer was reminded that humalog is indicated for use up to 48 hours. After 3 days of treatment, customer was released with bg levels between 120-150 (mg/dl).